Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b1 and h6 problem code which were inadvertently left out of the previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the distorted image issue was not confirmed, therefore no root cause was determined. Additionally, the damaged coating was likely caused by stress on the insertion section such as the following: physical stress such as rubbing or hitting insertion section chemical stress from reprocessing not recommended by reprocessing manual stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The distorted image event can be detected/prevented by handling device as per bf-290 series operation manual 3.8 inspection of the endoscopic system. The coating at the insertion section peeling off event can be detected/prevented by following the warnings against applying external stress to the insertion section: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The coating at the insertion section peeling off event can be detected/prevented by following the warnings on non-recommended reprocessing: "1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The coating at the insertion section peeling off event can be detected/prevented by following the warnings on bad storage environment: "¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had image distortion due to contact with the connector during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, the connecting tube has peeling coating (more than 1 mm2). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the bending angle in the up direction does not meet the specifications due to wear of the angle wire, and the insulation resistance of the leading edge does not meet the specification due to cracking of the plastic distal end cover. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.